Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was in use with patient. The reporter stated the device cuff leaked. The treating staff removed the device and replaced it with another. No adverse effects to patient reported.

Manufacturer narrative:
One portex® clear soft seal® cuff tracheal tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. A syringe was used to inflate the cuff while submerged under water; noting no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. The training records were reviewed, line clearance and the inflation line, tracheal manual flow line - bell out, leak tests procedures were reviewed with no discrepancies found. Tracheal inflation line and leak test were audited on thirty two (32) units finding no discrepancies or leaks. Based on the evidence, the root cause is unknown as the complaint was not confirmed.